Event description:
The customer reported, via social media, that she has been having several issues with the insulin pump recently. The customer stated that she was hospitalized twice due to diabetic ketoacidosis, and was suspicious that her insulin pump was not delivering insulin to her. The customer stated that she later found out that the no delivery alarm was not functioning. The customer also stated that she has built up scar tissue because, she has been using the wrong infusion set for her body type all this time. Another complaint was that she received a low battery alarm, and had to use seven different batteries before one worked. The customer was very upset with the product, and stated that should would be changing companies. Attempted to contact the customer several times, but there was no answer. Left several messages. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.